Manufacturer narrative:
Pump received with broken reservoir tube lip and broken belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that reservoir opening was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.